Event description:
Pt admitted for pacemaker generator change. This lead tested and found to have resistance of under 200 ohms indicating a fracture or insulation problem. The lead was abandoned and new one placed.